Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the image processing board due to normal deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; the device power led was illuminated when powered on. However, the evaluation determined that the image was present intermittently when the device was powered on and the cause was assigned to a faulty qb board.

Event description:
A user facility reported to olympus that the monitor would not turn on. There problem, as reported by the user facility occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.